Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor extension was physically broken due to physical abuse. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 a getinge field service engineer (fse) replaced the above fiber optic sensor extension part and tested the iabp. He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and is returned to the customer. The defective components were received for further investigation. This part was received with a reported unit failure message of fiber optic sensor is physically broken. Performed visual inspection of this part received and the fat dept, observed that the blue connector was broken.please see attached picture of broken connector. The failure analysis and testing department verified the failure of broken fiber optic sensor connector. Due to broken connector the fat dept. Cannot be install fiber optic sensor into the test fixture and cannot be investigated further. Fiber optic sensor assy, cable failed testing. Retaining fiber optic sensor assy, cable in the fat dept as per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.